Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that today they were unable to connect to the ins to turn the therapy off before an MRI because they were getting the messages 'communicator not found' and 'internal device has lost all data.' The patient mentioned that they had cardiac arrest one month ago and an hcp used a machine on them that did compressions, but "no stents or anything like that." The patient had been having really bad headaches since then, which was why the hcp wanted the patient to get an MRI of their head today. The patient said they would get the ins removed, but they didn't want to go through the surgery. At the time of the call the patient was seeing the 'communicator not found' screen. The patient confirmed the communicator was unplugged, powered on, and near the handset. The agent had the patient close out of all apps and re-open the my therapy app. The communicator paired with the handset, then the patient got the 'device not responding' message. After repositioning the communicator, the patient got the 'internal device has lost all data' message, and the only option they had was to 'end session.' The agent reviewed the meaning of the message and redirected the patient to their hcp to further address the issue. The patient said they needed to get the MRI today, so the agent reviewed that the hospital could call national answering service (nas) and request to have a local manufacturer representative (rep) paged to see if they could assist. An hcp called later the same day. They were with the patient and the patient indicated they were having trouble connecting to the ins about a week ago and today, they are seeing "all data lost" message. The agent reviewed information about power on reset and that the message would need to be cleared by the clinician app prior to entering MRI mode or turning the ins off for the head scan. The agent transferred the caller to nas to page a rep. The agent made an outbound call to the hcp later the same day. The agent reviewed technical services would be able to walk caller through using the clinician app on the patient's equipment to clear por. The hcp was no longer with the patient and would call back when they were with them and the equipment. The caller called back the same day and attempted to communicate with the clinician app, this resulted in seeing por message but then seeing no device response. They tried twice. They went back to patient app and tried again with same result of no device response. The caller was redirected to the patient's hcp to get end of service (eos) eligibility form for the head MRI.